Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(4) 2007.

Event description:
It was reported that the bipolar pacing impedance and threshold were gradually increasing. The lead remains in use. No patient com plications have been reported as a result of this event.